Manufacturer narrative:
B3: event date is unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neu rostimulator (ins). Rep reported that they called the pt to follow-up on the stimulator. Pt stated they had the device removed "several years ago because they could never get any help with it." Pt stated "why have something in if you cannot get help." It was noted patient experienced a return of pain. Pt could not recall explant date. The clinic was able to provide the explant date and procedure notes, which indicated the physician used a torque wrench to remove the battery. Physician then put the ends of the leads back into the pocket and closed the incision. The ins was removed and the paddle lead remained in the patient. The issue has been resolved. Rep indicated they would send any further information as they become aware.

Manufacturer narrative:
File updated to correct patient outcome code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.